Event description:
The customer reported that the jaws of the device jaws became misaligned during a liver resection. The surgeon opened another instrument in order to complete the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.